Event description:
A complaint was received regarding a microclave connector experienced leakage and cracks. It was stated in the report that on (B)(6) 2025, the infusion connector was used to infuse the patient. It was found that the liquid flowed out from the connection between the infusion connector and the infusion device when flushing the tube. The spiral mouth was found to have cracks when they unscrewed the infusion connector. They then replaced the infusion connector immediately. The patient was a 72-year-old female.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6)1953. D4, g4: model number is not sold in the us but similar device is sold under model ia-c3300. This product was used for the product code and 501k. E1 - (B)(6). Investigation summary. The complaint of cracks on item 01c-c3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. The device history record lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.